Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to claim no audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H2: additional information h9: correction/removal reporting number - additional.

Event description:
This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02.

Manufacturer narrative:
(B)(4). B5: b5: describe event or problem - correction. G7: type of report. H2 type of follow up - correction. This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02 on tue oct 04 19:03:15 edt 2016 with MFR# 3004753838-2016-47713. The ack3 was received on tue oct 04 19:03:15 edt 2016 with coreid: (B)(4).